Manufacturer narrative:
Additional information: section h4 device manufacture date: july 9, 2024. Device evaluation: one (1) liquid optics interface was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. The inner packaging consisting of the tray and tyvek lid were further inspected; the tyvek lid was still attached to one side of the tray and the adhesive residue can be seen along the entire tray where the tyvek lid was attached. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section h3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: not available at the time of this report all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the package liquid optics interface (loi) was opened and there was a breach in sterility. No additional information was provided.